Manufacturer narrative:
A tear was found on the exposed portion of the soft cannula, fluid was observed exiting the tear. The cause and timing of the damage could not be conclusively determined. No other damages or defects were found along the fluid path. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin.

Event description:
It was reported the patients blood glucose level rose to 380 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a manual injection was given.